Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was beginning to erode through the patient's skin. This right ventricular (rv) lead was electively abandoned surgically in the patient due to a patient infection. There was no report of adverse patient effects due to the explant procedure.